Event description:
It was reported that the patient complained of feeling twitching sensations. It was further reported that after the clinic reviewed remote transmission information, the patient had been in atrial tachycardia/atrial fibrillation (at/af) for over fifty hours. After further testing, the device was reprogrammed for decreased amplitudes. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).